Manufacturer narrative:
(B)(4). Investigation / evaluation: no images or device were returned; however, during the course of the investigation, a review of the complaint history, instructions for use (IFU), quality control and trends was conducted. There is no evidence to suggest the product was not manufactured to current specifications. The root cause was determined to be device encountered forces beyond its intended design. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints, and have notified the appropriate internal personnel of this event.

Event description:
As indicated in the maude database under report number (B)(4): during an unknown procedure on a patient of unknown age and gender, the patient was prone on the table and was prepped and draped in the usual manner. Aspiration and core biopsies were obtained using the cook bone biopsy needle 11.0-10.0-m2. The bone was exceedingly hard requiring a greater than usual amount of effort to obtain the marrow specimen. This resulted in one tine of the needle breaking off and being left behind in the bone.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
As indicated in the maude database under report number (B)(4): during an unknown procedure on a patient of unknown age and gender, the patient was prone on the table and was prepped and draped in the usual manner. Aspiration and core biopsies were obtained using the cook bone biopsy needle 11.0-10.0-m2. The bone was exceedingly hard requiring a greater than usual amount of effort to obtain the marrow specimen. This resulted in one tine of the needle breaking off and being left behind in the bone.